Event description:
The customer reported the system had no image displayed and there were problems with the image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep duplicated the image quality problems upon arrival, inspected all voltages to camera and found ok, proceeded to remove camera and while live fluoro, found very dark images. He installed a new camera and problem did not go away. He checked the video input into workstation and found some bad signals, traced all video cables and found lemo video cables/lemo connections, tested unit and its now working as per ge/oec specs.